Event description:
It was reported while unloading the empty stretcher from the ambulance, the stretcher was pulled out prior to the head end legs being fully extended and the stretcher lowered from the ambulance resulting in the foot end legs striking a medic in the shin. The medic alleged a contusion to lower leg and was evaluated. The end user advised the incident was a result of unintentional use error and not a product malfunction. The stretcher was evaluated at the customer's location by a ferno representative and the stretcher was found to be operating as intended and there was no observation of damage as a result of the incident.